Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2025, the patient had left temporal lobe resection and lead implant. On (B)(6) 2025, the patient reported poor wound healing, fluid discharge, and infection. On (B)(6) 2025, the patient had a wound washout and lead explant. After surgery the patient was administered a triple antibiotic regimen (oral and IV)the treating center gave the diagnosis of a deep incisional infection.